Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
While we try to screw the tightening screw in the rotaiting hinge, it was impossible to advance and the screw is stuck almost at the middle ( we did try to open the hinge with the forceps ) and still the screw wasnt advanced. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
While we try to screw the tightening screw in the rotating hinge, it was impossible to advance and the screw is stuck almost at the middle ( we did try to open the hinge with the forceps ) and still the screw wasnt advanced. [Customer].